Event description:
The patient was being admitted to the ER at 0045 with complaint of chest pain. At 0110 v-fib was noted on monitor - (life pak 9). Externl defibrillator pads applied, electrode attached, defibrillator set to fire @ 200 joules, buttons were pushed, voltage not delivered to patient. Another unit was then used immediately. The patient surviveddevice not labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-nov-92. Service provided by: independent service organization. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, electrical tests performed, performance tests performed, visual examination. Results of evaluation: electrical problem, telemetry failure, cassette. Conclusion: device failure occurred but not related to event, device evaluated and alleged failure could not be duplicated. Certainty of device as cause of or contributor to event: no. Corrective actions: device temporarily removed from service. Invalid data - on device destroyed/disposed of status.